Event description:
It was reported that the customer was in the process of look at the sensor menu, when he noticed that the insulin pump was in the process of delivering 10 units of insulin. The customer stated that he tried to escape out of the delivery but was unable to. Unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.